Manufacturer narrative:
Philips received a complaint regarding the heartstart xl+ defibrillator, which reported a system check issue. There was reportedly no patient involvement. The onsite investigation confirmed that the device malfunctioned due to a defective high voltage (hv) capacitor. The philips field service engineer replaced the defective hv capacitor to resolve the reported system check issue and the device was returned to service. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the hv capacitor is defective and needs to be replaced. There was no reported patient involvement.